Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2024, it was reported that the patient had an appointment at his pcp's office. Upon arrival, the cgm reading was 135 mg/dl and there they took a bg reading which was 50 mg/dl. The patient was sweating, unable to think clearly, and unable to speak. They treated the patient with IV glucose. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
H2: additional information. H6: investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information became available.